Event description:
Got sick [illness]. Left tampon in too long [device use issue]. 2 tampons in a applicator [device physical property issue]. Case description: consumer reported via e-mail that they left tampon in too long and there was 2 tampons in one applicator. No serious injury reported.